Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up upon interrogation lights on the programmer were flashing from 1-5 and exhibited a message - please locate device - and - device in bvvi -. The device was explanted successfully and replaced. No patient symptoms were reported.